Manufacturer narrative:
Concomitant products used during the procedure: lasso catheter, model #: d134301, serial #: (B)(4). Soundstar catheter, model #: sndstr10g, serial #: (B)(4). (B)(4).

Event description:
During an afib ¿ paroxysmal procedure, it was reported the patient suffered a pericardial effusion. After 15, 20 second ablations were applied in the left atrium, blood pressure drop was noted and effusion was confirmed with intracardiac echocardiography. The procedure was aborted and pericardiocentesis was immediately performed. The patient was stabilized and remained in the hospital.

Manufacturer narrative:
Ref: (B)(4). During an afib ¿ paroxysmal procedure, it was reported the patient suffered a pericardial effusion. After 15, 20 second ablations were applied in the left atrium, blood pressure drop was noted and effusion was confirmed with intracardiac echocardiography. The procedure was aborted and pericardiocentesis was immediately performed. The patient was stabilized and remained in the hospital. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a deflection test was performed and the catheter passed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, an irrigation test was performed and the catheter failed due to some dark - brown traces were found inside the irrigation tubing on the shaft - handle joint. The tip dome was observed and it was not occluded. It remains unknown the origin of those residues. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the irrigation test. However, the root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.